Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. Images were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a stent placement procedure by using lifestent. It was reported that during the procedure, the shaft allegedly broke, and when the team attempted to remove it, a portion of the shaft became lodged on the tip of the guidewire. Distal embolization of the shaft was then observed. The dislodged fragment was successfully retrieved using a snare.

Event description:
On (B)(6) 2026, a patient underwent a stent placement procedure by using lifestent. It was reported that during the procedure, the shaft allegedly broke, and when the team attempted to remove it, a portion of the shaft became lodged on the tip of the guidewire. Distal embolization of the shaft was then observed. The dislodged fragment was successfully retrieved using a snare. The current status of patient is unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the returned stent delivery system was received in used condition without the stent, which had reportedly been deployed inside the patient. The inner catheter cardan tube was found broken at the distal end, with the distal segment including the tip missing. Provided images of the procedure demonstrate a thickening on the guidewire corresponding to the distal segment of the inner catheter cardan tube. The investigation confirmed the break and detachment of the inner catheter cardan tube. In this case 6f x 45 cm introducer with 0.035" guidewire were used for access, the vessel was not tortuous with mild to moderate calcification, and the lesion was predilated. The guidewire was running smoothly inside the system, the user did not experience difficulty during tracking/ removal, and deployment so that the stent could be deployed without difficulty. The product was used off label in the iliac artery. Based on the investigation of the provided information, the investigation is closed as confirmed for break and detachment of the inner catheter cardan tube inside patient. A definite root cause for the reported event could not be determined but the use of the product inside the iliac artery represents an off label use. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instruction for use states: ¿do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.¿ regarding pre-dilation, the instruction for use states: "pre-dilatation of the lesion with a balloon dilatation catheter is recommended." Under required materials, the instruction for use specifies: "5f (1.67 mm) or larger introducer sheath (¿) ; 0.014-inch (0.36 mm) ¿ 0.035-inch (0.89 mm) diameter guidewire." Regarding insertion and removal difficulties, the instruction for use states: "if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used." And "if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together." It also instructs: "visually confirm the delivery system integrity after removal." Guidance on proper holding and handling of the system during deployment is deemed sufficient. The lifestent 5f vascular stent system is indicated for the treatment of atherosclerotic lesions in the superficial femoral artery (sfa) and popliteal artery. G3, h6 (result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.